Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis indicates the helix was disengaged from the helical channel. The helix would not extend due to being over retracted. It was also noted that blood was found in/on the helix/lobe mechanism.

Event description:
It was reported that at implant the lead had poor sensing and high pacing threshold in several positons. When the physician moved the lead to another position the helix would not advance. After several attempts, the lead was replaced. No patient complications have been reported as a result of this event.